Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported with the use of the bd insyte autoguard shielded IV catheter there was an issue with separation during use. There was no report of injury or medical intervention.

Manufacturer narrative:
Investigation summary: DHR review was performed on lot number 7144829; the lot number was built on afa line 7 from 29mau2017 thru 30may2017. Packaged on packaging line 931may2017thru31may2017. Review of DHR revealed all required challenge samples, set-up and in process testing was performed in accordance with the quality plans. Review disclosed two non-related qn¿s (200695805 and 20693648) were initiated during the build of this lot that would not impact the outcome of the quality of the product relevant to the defect stated in the pir. Observations and testing could not be performed because units were not received for investigation of this incident. Conclusion(s): without the actual sample for evaluation and testing there was no physical evidence to confirm or support manufacturing process related issues for the reported defect.

Event description:
It was reported with the use of the bd insyte¿ autoguard¿ shielded IV catheter there was an issue with separation during use. There was no report of injury or medical intervention.